Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 3 aortic dissection serious injury event(s) for the sapien 3 ultra in the aortic position. The time to event (tte, in day(s)) for this event is 0 day(s). The device identification (di) numbers for edwards commander delivery system are: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with the transcatheter valve replacement procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Aortic dissection in a distal section of the aorta can occur with device manipulation and navigation through anatomic tortuosity. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 3 2025 data extract for aortic serious injury events for the sapien 3 ultra valve. This report summarizes 3 aortic dissection serious injury event(s) for the sapien 3 ultra transcatheter heart valve. The age range for these event(s) is 77 - 86 years. The breakdown for gender is as follows: 1 female(s) and 2 male(s).